Event description:
Information was received regarding a cadd solis hpca pump. It was reported that device failed rate test. This occurred while testing. There was no patient involved.

Manufacturer narrative:
One cadd solis hpca pump was received with no physical damage. Accuracy testing was conducted and the reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.